Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalized on (B)(6) 2021 for three days as they were experiencing low blood glucose level 30 mg/dl which was treated by lantus. Customer was not experiencing any symptoms related low blood glucose level. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.